Event description:
The patient reported that sometime between 2005 and 2010 their battery died. They stated it died before it should have. The medication infused was unknown.

Manufacturer narrative:
Product ID: 8703w, lot# l62221, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. (B)(4).